Event description:
It was later reported that the event date was (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced abdominal wound dehiscence around the pump. On (B)(6) 2014, examination/palpation revealed a 7cm by 3cm wound eschar. Five days later, a surgical washout of the abdominal wound was done. As of the same date, the event was resolved without sequelae. It was indicated that the event was related to the implant procedure and resulted in inpatient or prolonged hospitalization. The device system was used to deliver lioresal.